Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in trends related to the complaint issue. Additionally, an increase in trends was not identified for reagent lot 76471be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the lot 76471be00 which contains the same bulk reagent as the complaint lot 76471be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 76471be01 was identified.

Event description:
The customer reported a false negative alinity I syphilis tp result for one patient sample generated on the alinity I processing module. The patient sample generated an initial result of 0.20 s/co (>/= 1.00 s/co is positive). The customer retested the sample and generated a repeat result of 0.20 s/co. The sample was tested with both rpr and tppa and generated positive results for both methods. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21/-31 with 510k/PMA/bla number k153730.

Event description:
The customer reported a false negative alinity I syphilis tp result for one patient sample generated on the alinity I processing module. The patient sample generated an initial result of 0.20 s/co (>/= 1.00 s/co is positive). The customer retested the sample and generated a repeat result of 0.20 s/co. The sample was tested with both rpr and tppa and generated positive results for both methods. There was no impact to patient management reported.